Event description:
Paramedics used the device for routine monitoring of a 67 year old male complaining of dyspnea. At some point during the use of the device, the pt monitoring data (spo2 and electrocardiogram data) allegedly disappeared from the monitor screen. The operator wiggled the pt cable connector and the monitor display was restored to normal. The monitoring data allegedly disappeared two more times. Each time the operator cycled device power to restore proper operation. There were no adverse effects to the pt reported as a result of the alleged malfunction.